Event description:
It was reported that the patient presented for follow up. A device interrogation revealed non-sustained right ventricular over-sensing alerts. Further evaluation found that the alerts were caused by premature ventricular contraction that were under-sensed by the right ventricular lead. Programming interventions were made. There were no patient consequences.